Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was unable to be confirmed. However, the device evaluation found that the lens was damaged, many light guide transmission fibers were broken, and the direction pin was broken. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the positioning column on the telescope was broken. The issue was found during a diagnostic urinary examination. There was no delay as the intended procedure was completed using a similar device. There were no reports of patient harm.